Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd venflon¿ pro safety needle protected IV cannula leakage occurred from injection port. The following information was provided by the initial reporter, translated from french to english: incident: leak at injection site valve. Was a second device used to mulch this incident? Closed with a plug were there any clinical consequences for the patient? Yes if yes, what were they? Abnormal bleeding was the medical device preserved? Yes.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the (B)(4) photo submitted for evaluation. The reported issue of leakage at insertion site was not confirmed upon inspection of the photo the photo provided only showed an empty unit packaging. A physical sample is needed to investigate the reported failure mode. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2352859.

Event description:
It was reported that during use with bd venflon¿ pro safety needle protected IV cannula leakage occurred from injection port. The following information was provided by the initial reporter, translated from french to english: incident: leak at injection site valve. Was a second device used to mulch this incident? Closed with a plug. Were there any clinical consequences for the patient? Yes. If yes, what were they? Abnormal bleeding. Was the medical device preserved? Yes.